Manufacturer narrative:
This was initially reported on the summary report dated june 30, 2014 under exemption (B)(4). Lawyer-filed report

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced exposed mesh graft. The plaintiff underwent a revision of mesh on (B)(6) 2012. Furthermore, it was reported that the plaintiff died. The cause of death reported was congestive heart failure. Related to manufacturer report #: 2183959-2014-21396.